Event description:
It was reported that this right atrial (ra) lead was presenting high capture thresholds with intermittent loss of capture. It was suspected of the cause to be a micro dislodgement. Right atrial (ra) lead was replaced and surgically abandoned. No additional adverse patient effects were reported.